Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive while loading an exam onto the system via cd. A second medtronic navigation system was brought into the operating room (or) for the procedure. There was no patient present when this issue was identified. No additional information was provided.